Event description:
Boston scientific crm received information that during the implant procedure, after the pocket was closed, the patient experienced discomfort. It was thought this was due to diaphragmatic stimulation in the left ventricular and the voltage was reprogrammed. The issue was not resolved. It was noted there was no diaphragmatic stimulation; the issue was due to the right ventricular lead dislodgement. An echo was performed; it noted the walls of the myocardium were fine and the helix might have crossed the myocardium. A revision procedure was performed, the lead was successfully repositioned resolving the issue. Post procedure, measurements were within normal limits. No adverse patient effects were reported. The physician did not feel this lead malfunctioned.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. Should additional information become available, this event will be updated.